Event description:
Literature: duarte rv, raphael jh, southall jl, baker c, hanu-cernat d. Intrathecal inflammatory masses: is the yearly opioid dose increase an early indicator? Neuromodulation: technology at the neural interface. 2010;13(2):109-113. Summary: the objective of this study was to investigate the association between intrathecal drug, flow rate, drug concentration, and drug dose with the formation of intrathecal inflammatory masses. The authors conducted a (B)(4) study of 56 consecutive patients receiving long-term intrathecal analgesic administration. Pump refill notes from date of implant to (B)(6) 2009 were screened. Data regarding drug flow rate, dose per day, and concentration of drugs administered were recorded for morphine, diamorphine, bupivicaine, clonidine and baclofen and averages computed. Twenty-one of the pts had received morphine either alone or combined; 22 had received diamorphine either alone or mixed; and 13 crossed over from morphine to diamorphine or the inverse. None of the pts with granuloma crossed over before diagnosis. Event: the authors found a significant correlation between opioid dose, yearly increase of the opioid dose and granuloma formation. Clonidine appeared to have a protective effect for the non-granuloma pts. No association was found with flow rate or opioid concentration. Four of the 56 pts were diagnosed with intrathecal granuloma. This report is for a (B)(6) male whose drug administration at the time of granuloma diagnosis was diamorphine alongside clonidine and bupivicaine. Additional info was received (B)(6) 2011 from the author indicating that at the time of the event, the medication was replaced with saline (granuloma resolved) but recurrence approximately (B)(6) after medication was restarted with morphine. The catheter was removed but not the pump due to limited surgical time. No device components were returned to the manufacturer. See literature article attached to MFR report#: 3007566237-2011-04610. (Note: following additional info the fourth subject did not have a pump by this manufacturer).

Manufacturer narrative:
(B)(4).